Event description:
The customer called and reported the device was unable to complete boot up self test and illuminated the service indicator. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio also observed external damage that appeared to originate from a fall and internal damage that resulted in a cable, designator w09, being pulled away from its connector on the therapy pcb assembly. Root cause was determined to be due to severe damage to the device. The customer purchased a replacement device.